Event description:
The issue "no image" was found when the loaner bronchovideoscope was returned to olympus. There is no procedure involvement and patient involvement.

Manufacturer narrative:
The issue "no image" was found when the device was returned to olympus and not reported by customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus and evaluated, and 'no image' was confirmed. In addition, non-reportable malfunction of damage to tube and water tightness lost was also identified during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the charge coupled device cable being broken while the user was handling the device. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "·inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the loaner bronchovideoscope exhibited no image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was not returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.